Event description:
It was reported that the filter became separated. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified internal carotid artery. A 3.5-5.5 190cm filterwire was selected for use. During the procedure, the filter wire was deployed from the 8fr non-boston scientific guiding catheter to the target lesion. It was severely difficult to peel away the sheath introducer. The filterwire separated when the peel away sheath was forcibly attempted to peel away. The peel away of the filter could not be performed and the filter was recovered in the guiding catheter with the filter deployed. The procedure was completed with a non-boston scientific product. No patient complications were reported. It was noted that the retrieval sheath was cut twice with a scalpel at the time of collection.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The wire returned inside the retrieval sheath and the filter bag came back retracted. It is possible to observe that the spring tip is bent. Additionally, the delivery sheath was returned and it was observed detached in several sections, and the sections detached show evidence of stretched. Sheathing/unsheathing test cannot be performed since the wire was returned in the retrieval sheath and the delivery sheath was returned damaged. No other issues were identified during the product analysis.

Event description:
It was reported that the filter became separated. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified internal carotid artery. A 3.5-5.5 190cm filterwire was selected for use. During the procedure, the filter wire was deployed from the 8fr non-boston scientific guiding catheter to the target lesion. The peel away was severely difficult and when it was forcibly tried to recover, the filter was separated. The physician did not cut it off, but it seems that the retrieval sheath was cut twice with a scalpel at the time of collection. Eventually, peel away of the filter could not be performed and the filter was recovered in the guiding catheter with the filter deployed, and the use of the filter was discontinued. The procedure was completed with a non-boston scientific product. No patien complications were reported.